Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, found sensors were received broken and missing parts. Unable to confirm if the customer received the sensors damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with their sensor. It was reported that the customer is having issues with missing cannulas on their sensor. The customer's blood glucose level at the time of incident was reported to be 200mg/dl. It was reported that the customer is receiving replacements, and returning the faulty sensors for analysis.